Event description:
A report was received that during removal of the patient's old ipg, the physician had difficulty removing one tail of the lead from the header. It was discovered that the set screw had collapsed an electrode on the tail when it was tightened during the patient implant which was the result of the lead tail not being fully inserted into the header. Some damage was noted and only four contacts on the tail were usable. It was also noted that there were some slight fraying distal to the electrodes on the same tail with some exposure of the filars. The patient was doing well postoperatively. No further course of action.